Manufacturer narrative:
The technician replaced the hex rods and installed the brake steer upgrade kit to resolve the issue.

Event description:
The account alleged the brakes would engage but the brake caster would not hold. No patient impact.